Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced low blood glucose after breakfast and believed the device delivered excessive insulin when meals were announced as smaller than usual and announced after eating, which led to maladaptation of the meal algorithm. Symptoms included low glucose. Outcomes included self-treatment with oral glucose and scheduling of additional training. Investigation included user education and troubleshooting, functional reset of the system, and resumption of insulin delivery with best-practice guidance after reset. Investigation of this case revealed use-pattern issues related to incorrect meal size announcements and delayed announcements that confused the algorithm. It was concluded that device function was consistent with design and that the event was attributable to user interaction and meal announcement behavior rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.